Event description:
It was reported that a patient had a pump pocket infection of unknown origin. The patient experienced drainage of the incisional wound opening, pain, seroma, redness, and swelling of the pump pocket. Antibiotic treatment was necessary. The pump and catheter were explanted on (B)(6) 2012. The explanted devices were not replaced. Cultures were taken from the blood, device pocket, and catheter tip. Culture results were not yet resulted as of the report date. The patient was without injury and had recovered without sequelae. The medication in the pump was dilaudid and baclofen. Additional information will be provided in a supplemental report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly. The catheter was incomplete; returned in segments. Analysis of the catheter revealed no significant anomaly.

Manufacturer narrative:
Product ID, neu_unknown_cath serial# (B)(4), implanted:2000 (b)(5), explanted: 2012 (B)(6), product type catheter product ID 8703w serial# (B)(4), implanted: 1997 (B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.